Event description:
It was reported to boston scientific corporation on (B)(6), 2009 that wallstent endoprosthesis endoscopic biliary device was used during a procedure. According to the complainant, during the procedure, the physician was feeding the stent over guidewire but noticed that the stent had deployed before introduction to the patient. The procedure was completed with another stent (manufacturer unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).